Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the tip of the guidewire detached inside a patient during a procedure. The 70-80% stenosed target lesion was located in the moderately tortuous and moderately calcified pedal arch. A savion flx guidewire was selected for use. The guidewire was successfully prepped and a 2x40 coyote balloon was advanced over the wire without issue. The wire and the balloon were advanced into the pedal arch. The wire was always out in front of the balloon while advancing. During removal of the balloon over the wire, the tip of the wire had detached in the distal lateral plantar artery. The tip of the wire was removed from the patient with a snare. The procedure was completed with a good result and there were no patient complications.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the guidewire and a 0.5 inch section of the detached polymer jacket distal tip were returned with its original pouch. A review of media revealed the label was in good condition. No damages were observed on the pouch surface. A visual inspection of the returned device found the detached section was located approximately at 117.7 inches from the proximal end. No more visual damages were found in the device. The overall length did not meet dimensional specification.

Event description:
It was reported that the tip of the guidewire detached inside a patient during a procedure. The 70-80% stenosed target lesion was located in the moderately tortuous and moderately calcified pedal arch. A savion flx guidewire was selected for use. The guidewire was successfully prepped and a 2x40 coyote balloon was advanced over the wire without issue. The wire and the balloon were advanced into the pedal arch. The wire was always out in front of the balloon while advancing. During removal of the balloon over the wire, the tip of the wire had detached in the distal lateral plantar artery. The tip of the wire was removed from the patient with a snare. The procedure was completed with a good result and there were no patient complications.